Event description:
It was reported the patient experienced loss of therapy. Diagnostics revealed high impedances on the scs lead. A sjm representative tried reprogramming to no avail. Subsequently, the scs lead was explanted and replaced which resolved the issue. Reportedly, the patient has effective therapy postoperatively.

Manufacturer narrative:
Result: complaint was confirmed for ¿loss of stimulation.¿ microscopic inspection of the lead body revealed a lead breakage with all wires broken and a compression mark. The compression mark and breakage on the lead when align correspond to distal end of a swift lock anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.